Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 37-67 mg/dl. Bg was addressed by the contact stopping insulin delivery, eating candy, and drinking orange juice. Reportedly, the suspected cause of the bg was due to the settings. Recommendation was made by tandem's technical support for the contact to contact a health care provider regarding bg.